Manufacturer narrative:
The reported complaint of the autopulse li-ion battery (sn (B)(4)) failed to power on an autopulse platform was confirmed during functional testing and based on the archive data review. The probable root cause for the reported complaint based on the archive data could be due to electrostatic discharge (esd) which cause the battery to drain and voltage trip or a broken voltage-sense resistor in the battery management board. Upon visual inspection, no physical damage was observed and the status leds showed three amber lights. The battery archive was downloaded and reviewed, battery recorded repeated cell over voltage error message from start to the end of the archive during each customer's charge attempt. The probable root cause of the reported battery issue was due to esd in which likely cause the battery to drain and voltage trip or a broken voltage-sense resistor in the battery management board. During functional testing, the battery did not power on a known good autopulse platform even though the returned battery shows 3 amber leds illuminated, confirming the customer complaint.

Event description:
Customer reported that a fully charged autopulse li-ion battery (serial #(B)(4)) failed to power up their autopulse platform. The customer did observed the battery status as fully charged prior to insertion. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided, therefore patient use is unknown.